Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Another ICD was attempted to be implanted, but it was noted that these transvenous and subcutaneous defibrillation leads were exhibiting noise on the shocking channel. A shocking impedance of less than 20 ohms was reported. These leads and an adaptor were surgically abandoned. Additional information was received that this patient has not received a shock in a long time, so the physician and patient elected not to implant a new device. No adverse patient symptoms were reported.